Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Continued e.1 address line 1: (B)(6). The event of "periprosthetic liquid mixed with device gel" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "periprosthetic liquid mixed with device gel".

Event description:
Healthcare professional reported ¿several foldings¿ and ¿periprosthetic liquid mixed with device gel." The device has been explanted.